Manufacturer narrative:
Insulin pump received a compromised force sensor alarm during the basic occlusion test due to moisture damage on force sensor resistor. Pump passed displacement test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 94 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.